Event description:
It was reported that the implant at tooth site #19 was removed as it's hex was fractured. Pt presented with loose crown on implant during routine hyg exam. Pt has been seen 3-4 months routinely since placement with no issues. Pt was brought back for limited exam to remove crown & upon examination implant collar was visibly fractured. Implant will need to be removed due to fracture symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D6b: explant date unknown / not provided. G4: additional PMA/510(k) number k101880.

Manufacturer narrative:
Zimvie did not receive one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1273872. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1273872, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was and clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg), for evaluation. Visual evaluation was performed, a fracture has been identified on the implant's collar. DHR review was completed for the subject lot number 1273872. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1273872, for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was and clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.